Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long after the issue occurred was the case converted to an open procedure? No information. What was the patient diagnosis leading to the distal gastrectomy? No information how was the bleeding attempted to be stopped in the laparoscopic procedure? No information. How was the bleeding stopped in the open procedure? Additional suture was performed. What color cartridges were used in the 1st and 2nd procedure? Blue. Was the device difficult to close? No information were any abnormal noises noted? No information. Was buttressing material used? No information were any malformed staples noted? The staples seemed to be formed properly. What is the current patient status? Stable.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, bleeding occurred after a while of firing from the staple line on the stomach. The staple line that bleeding occurred from was created at the 2nd or 3rd firing. Then, the doctor tried to stop the bleeding under lap, but it did not stop. Eventually, the procedure was converted from a laparoscopic procedure to an open procedure. The amount of the bleeding was unknown. Blood transfusion was not required. The target tissue was regular and the patient did not have a tendency to bleed. The device seemed to be treated properly.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with six ecr60b cartridge reloads present. Cartridge (a) ecr60b, m5315k was received unfired and loaded in the device. Cartridge (b) ecr60b, m5315k was received fully fired and in good visual conditions. Cartridge (c) ecr60b, m5315k was received fully fired and with cartridge deck and some drivers damaged. The found damage on the deck (c) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (d) ecr60b, m5315k was received fully fired and in good visual conditions. Cartridge (e) ecr60b, m5315k was received fully fired and with cartridge body and pan damaged. Cartridge (f) ecr60b, m5315k was received fully fired and with cartridge pan dislodged. No conclusion could be reached on what may have caused the cartridge body and pan (e, f) to be damaged. One possible cause could be improper loading / unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.